Manufacturer narrative:
A ge representative performed an on site investigation and could not replicate the fluoro issues. He was able to identify the x-ray error through an error log and reseated the generator interface board and the fluoro function board. He also adjusted the power supply from 4.87 v to 5.2 v. The system was found to be operating as intended.

Event description:
The customer reported that the 9900 system will not fluoro properly. No pt injury was reported.